Event description:
A patient was being transferred with a lift when the actuator failed in the area where the outer tube attaches to the motor, causing a patientto drop to the floor. The patient admitted to the hospital for abservation, and was not hurt. Ez way's staff went to the facility to inspect the actuator, and found that the flange attachment point to the gear box causing the lead screq to fail. Skf/magnetic, the manufacturer of the actuator was contacted and stated that the actuator failure was likely due to the placement of a side-load on the actuator, and that combined with wear over time may have casued the failure. The facility has not yet released the actuator for inspection.